Event description:
Customer reports the inform system is not downloading; also reports a missing connector pin, and some of the pins appear to be corroded and blackened. No evidence of burning or melting reported. The malfunction occurred at a rehabilitation facility. No quality controls used. No adverse event reported. Requested return of suspect device and replacement was sent.